Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station order was unable to issue. A technical support specialist (tss) informed the customer that the item was not appearing in the patient order list because it had not been assigned to the cabinet. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user unable to issue amlodipine tab 10mg. The item does not show in the patient order list.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.